Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2020. It has been reported that there was a difference in readings of 3-4 mmol/l. No data was provided for evaluation. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. However, the data investigation confirms a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.